Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post-paced t-wave oversensing was observed via real-time egm. Programming changes were made and the device remains implanted.